Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: patient had syncopal episode and had a car accident on thursday. 9 seconds of asystole recorded on telemetry. A temporary rv wire was added. No noise could be produced with isometrics. Loc is suspected but could not be confirmed at this time. Plan is to change out the system tomorrow. Should additional information be received, this file will be updated.